Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced hemolysis and hematuria. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
D.3 added manufacturer fax number as it was inadvertently omitted from the initial report that was submitted. E.4 added selection as it was inadvertently omitted from the initial report that was submitted. G.1 added manufacturer contact fax number as it was inadvertently omitted from the initial report that was submitted. The device was not returned and event logs were not returned. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Hemolysis: reported due to increased value of free hemoglobin. The cause of the issue was not determined as no product or logs were returned and there was insufficient clinical information provided device history review: the pump passed all post sterile inspection checks